Event description:
It was reported that the customer heard a high pitch, screeching beep from her insulin pump. The customer's blood glucose was 146 mg/dl. The customer stated that there was a dark circle on the screen of the insulin pump. The customer further stated that she was unable to push any buttons on the insulin pump. The customer removed the battery, reinserted the battery but the issue persisted. Troubleshooting was done. The customer confirmed that the insulin pump was exposed to moisture or anything else. Advised that the insulin pump needed to be replaced. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Informed that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.